Event description:
It was reported that the acculink stent jumped during deployment, even though the delivery catheter was held straight and tight, and the handle system was stable on the leg of the pt, leaving the lesion partially uncovered. A second stent was used to cover the uncovered part of the lesion.